Event description:
Patient's endotracheal tube (ett) had been in place for 7 days when nurse reported hearing an audible leak in the patient's endotracheal tube (ett) that was not alleviated with applying more air to cuff. Patient also desaturations to high 80s and lower volumes in the 300s. Respiratory therapy and anesthesia notified and ett had to be replaced. Ett was exchanged without immediate complications. The same size ett was used. No problems reported with new ett placed. Nursing would like manufacturer to inspect ett for an issue with malfunction versus patient biting on tube. Ett is available upon the manufacturer's request.